Event description:
The customer was hospitalized for high bgs and dka. The customer stated that they had an alarm the night before the event and they were not receiving insulin. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed the insulin exited. The high-pressure test passed within specifications. Also the customer reported haging a motor error alarm. A prime and self-test were performed. The pump primed properly and the self-test passed.